Manufacturer narrative:
(B)(4). The customer reported the unit's fuses in the power supply have blown, and the unit will not power up. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit's fuses in the power supply have blown, and the unit will not power up. There was no report of pt involvement.